Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign material on a/w tube and cylinder, the evaluation found the following non-reportable malfunction(s): suction cylinder had no color; due to a chip on probe cover, insulation resistance value at distal end did not meet the standard value; distal end had discoloration; adhesive on bending section cover had a crack; connecting tube had a wrinkle; due to annual inspection, parts must be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation the duodenovideoscope had white foreign material on the air/water (a/w) tube and a/w cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.